Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative in charge traced the problem to a damaged yellow plug, a component in the cardioplegia valve block. He replaced the plug and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Corrective actions are in progress for this issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.